Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right banana roll on (B)(6) 2025 using the curve 150 applicator and experienced a burn post treatment. Patient was prescribed augmentin and topical fusidic acid.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation." The provided picture of the right banana roll shows the entire outline of the c150 applicator. The skin of the entire perimeter of the applicator shape is deep red in color. There is a large fluid filled blister in the inner upper perimeter that is intact.